Event description:
Customer reportedly received result of 17.0 mmol/l on the mobile system and result of 7.9 mmol/l obtained on a professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).